Event description:
An alarm issue was reported with the adc device. A caller reported that while using freestyle libre 2 app, the sensor failed to trigger when the customer¿s glucose was high. As a result, the customer experienced symptoms of shakiness and tiredness and was unable to self-treat. The customer was treated with sweets and orange juice and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.